Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the front response button cable was cracked. The cause of the non-functional response buttons is the damaged cable. Additionally, the monitor was unable to complete essential performance testing due to a contaminated u407 on the ca board. The root cause of the cracked cable cannot be positively identified. The root cause of the contaminated component is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were not functioning.